Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient passed away due to sepsis on (B)(6) 2016. The physician indicated the death to be unrelated to the sensor implant procedure. Further follow up identified the patient was admitted to another hospital on (B)(6) 2016 due to infection and fever.